Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, g7, h2, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse connected his balloon and verified that the unit gave numerous autofill failures right away. The fse found crystalized contamination from the patient module, all the way back to the helium reservoir assembly. The fse order the pneumatic module to backplane assembly and returned at a later date to replace. Once the fse performed the repairs he calibrated the unit and performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the autofill in the cardiosave intra-aortic balloon pump (iabp) was malfunctioning. There was no patient involvement, and no adverse event reported.